Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6). The customer troubleshot the issue by replacing the reagents and performing multiple instrument checks before calibrating; the calibration was completed successfully, however, qc was out of the acceptable range. The customer repeated calibrations and qc was still out of the acceptable range. The investigation is ongoing.

Event description:
The initial reporter questioned high results for an unspecified number of patient samples tested for na electrode (na) on a cobas pro ise analytical unit. Discrepant results were provided for 1 patient sample. The initial result was 152.1 mmol/l. This result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated on a different line of the instrument with a result of 133.9 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The field service engineer (fse) did not find a cause for the event. The fse replaced the reagents. Calibration and qc passed and 30 ise checks were completed successfully. Patient correlations were performed between both instrument lines and the results were comparable to one another. The investigation did not identify a product problem. The cause of the event could not be determined.